Event description:
It was reported that during a stenting treatment procedure, the stent delivery systems (sds) became stuck on the guide wire. A guide wire was placed in the left anterior descending artery (lad) and the diagonal artery. The physician deployed the promus element and wanted to exchange the guide wire to perform kissing balloon angioplasty. However, the guidewire was trapped in the promus element sds. No patient further patient complications were reported and the patient status is okay.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).